Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-14690 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set fell off events on (B)(6) 2024. The set was in use for 2 hours. Blood glucose levels were 140-150 mg/dl for the first event and 220 mg/dl for the second event. Patient replaced infusion set and resumed insulin successfully. No further information available.